Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard drive was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported the system displayed a system file corruption error message and would not boot up. There is no report of pt injury.